Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf902 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing of the infusion set was detached from the connector during infusion. This led to infiltration of antibiotics infused.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer adaptetr was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged and a needleless injection cap was attached to the luer adapter. The luer adapter was completely detached from the extension tubing. Tactile inspection of the sample did not reveal any tensile weakness. Microscopic inspection of the sample using an ultraviolet light revealed adhesive residue on both the extension tubing and luer adapter. The adhesive coverage appeared unremarkable. The lack of significant tensile weakness suggested that pulling on the luer was not the primary cause of the observed detachment. The unremarkable adhesive coverage indicated that adhesive was properly applied during device manufacture. Potential contributing factors include environmental factors affecting the bond strength between the luer adapter and extension tubing. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the extension tubing of the infusion set was detached from the connector during infusion. This led to infiltration of antibiotics infused.